Event description:
The patient received a transobturator mid-urethral sling procedure roughly four weeks ago. Upon follow up inspection by the physician it was discovered that the mesh had eroded into the vagina. The physician intervened by cutting some of the mesh to correct the issue. A full recovery is expected. No further information forthcoming.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.